Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received a low reading of 62 mg/dl on the adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as "a little shaky" and was unable to self-treat. Due to the low reading, the customer had contact with a non-healthcare professional (wife) who provided the customer food for treatment. Subsequently, the customer obtained readings on the adc device on 82 mg/dl and 72 mg/dl so the customer's wife provided additional food for treatment to raise the customer's levels. Thereafter, the customer received an additional reading of 60 mg/dl on the adc device so the customer with their wife went to the emergency room where the customer had contact with a healthcare professional (hcp) who obtained a comparison reading of 66 mg/dl on the adc device compared to a reading of 569 mg/dl on an hcp meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 9 days. Furthermore, the hcp administered insulin (dose/type unspecified) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11,224 and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly) and poor solder was observed on the battery leg. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. The poor solder observed with the battery does not impact the customer complaint; sensor did not terminate with battery related event codes. Sensor passed functionality testing indicating there were no issues with the battery therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Sensor kit expiration date is 31-aug-2025. The medical event associated with this case occurred on (B)(6) 2025 which confirms the usage of the device beyond the useful life of the device. No additional investigations are required as the device met its specification lifespan. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received a low reading of 62 mg/dl on the adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as "a little shaky" and was unable to self-treat. Due to the low reading, the customer had contact with a non-healthcare professional (wife) who provided the customer food for treatment. Subsequently, the customer obtained readings on the adc device on 82 mg/dl and 72 mg/dl so the customer's wife provided additional food for treatment to raise the customer's levels. Thereafter, the customer received an additional reading of 60 mg/dl on the adc device so the customer with their wife went to the emergency room where the customer had contact with a healthcare professional (hcp) who obtained a comparison reading of 66 mg/dl on the adc device compared to a reading of 569 mg/dl on an hcp meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 9 days. Furthermore, the hcp administered insulin (dose/type unspecified) for treatment. There was no report of death or permanent injury associated with this event.